Event description:
It was reported that the physician met resistance while inserting the intra-aortic balloon (iab) through the sheath. The iab was removed and a new one was inserted without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: respiratory therapist (rt). Additional reporter: dr. (B)(6). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Device evaluation: one photograph was provided by the facility. The photograph were analyzed during the evaluation. The product was returned with the membrane completely unfolded and blood was found on the catheter tubing. The sheath was not returned for evaluation. A kink was found on the catheter tubing approximately 75.4cm from the iab tip. Additionally, a bend was found on the inner lumen approximately 25.9cm from the iab tip. The one-way valve and guidewire were also returned. The one-way valve was vacuum tested, and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).